Event description:
The following report was received from the affiliate: this complaint is from a magazine article 'japan cardiovascular catheter therapy 2006, 6: 161-167). In 2005, cag was conducted and the lita near the ostium area of rita was occluded, and there was stenosis observed; 75% at the proximal lad, 90% at the 1st diagonal, and 90% at the distal circumflex. Also, a left coronary cag revealed that the anteroseptal cardiac apical was not contracting and at the other areas of the wall revealed decreased and diffused wall motion. Left ventricle ef was 38%. On january 30, 2005, iab and temporary pacing were inserted in the patient. To treat proximal circumflex-obtuse marginal, rotablator (1.75barr) was conducted. Followed by deployment of a 3.0x23mm cypher des at 16atms. Inflation time is unknown. Because the distal circumflex was jailed. Poba was conducted with a 2.5 mm x length unknown balloon at 4atm. The proximal lad was not treated. Other procedure details are unknown. Four months later, the patient was admitted due to heart failure. Due to blood pressure decreased continuing the hemodialysis was difficult. In 2005, a follow up cag was conducted and total occlusion due to restenosis was observed at the proximal 1/3 of the cypher stent. It's unknown if and how the restenosis was treated.

Manufacturer narrative:
In 2000, the patient began hemodialysis due to the diabetic nephropathy. In 2000-dec: there was stenosis at 2nd diagonal (90%) and distal rca/posterior descending av (90%). To treat the stenosis at obtuse marginal, a 2.5x12mm nir bare metal stent was implanted. To treat the stenosis at distal rca/posterior descending 4av, a 3.0x18mm: nir bare metal stent was implanted. Procedure details were unknown. In 2001-may: there was stenosis at proximal rca (90%) and restenosis of the nir stent was observed at distal rca/posterior descending av (75%). To treat proximal rca, a 3.0x12mm: nir bare metal stent was implanted. To treat the restenosis at distal rca/posterior descending av, poba was conducted with a 2.5 mm x lenght unknown balloon. Procedure details were unknown. In 2004-oct: there was stenosis at proximal lad (75%) and 1st diagonal (90%). Also, progression of stenosis was observed near the proximal edge of the left main trunk. On 2004-dec-5: CABG was conducted on 2 branches at lita-mid lad and lita-rita-obtuse marginal by y-branch bypass. However, after the procedure, the patient complained of shortness of breath while exercising and blood pressure drop during hemodialysis occurred and so was hospitalized again. The date of the hospitalization was unknown. Physician's comment: the probable cause of this restenosis was due to the fact that: 1) the patient had a number of risk factors and so repeated cardio stenosis. 2) the lesion was at the end of lcx and there was an untreated lesion where cypher didn't cover. Anti-platelet therapy conducted is following: in 2005; aspirin 100mg/day: and ticlopidine hydrochloride 200mg. Please note: device is distributed outside the united states. However, it is similar to the united states product.